Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A lot number was identified, however the lot does not contain a probe lot number therefore, a device history review, complaint history review, and non-conformance review could not be conducted. The photos were reviewed by the manufacturing site. Photos shows tube with connector. Reported issue cannot be confirmed from photo. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported while it was in the quadrant module, it did not cut the cataract or aspirate during cataract surgery (with intraocular lens implant). The patient felt pain. The whole kit was changed and the whole process started again, with no problems in the second kit that was opened and installed. The surgery was completed on the same day. There was a patient contact. The patient condition was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).